Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, after a few firings, the jaw of the one side was broken and the device became non-functional. Another device was used to complete the case. There were no adverse consequences to the pt.